Event description:
It was reported to philips that the device experienced an etco2 test failure. There was no patient involvement. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the fse verified that the unit was experiencing an etco2 failure during testing. As a result of the noted issue, the customer was advised that the processor pca and/or etco2 module would need to be replaced to return the device to working condition. Based on the conclusion of the evaluation, it was determined that both the etco2 module and processor pca would need to be replaced to return the device to working condition. Both components were replaced and the unit was deemed fit for use. As multiple components were installed to repair the device, a definitive cause for the failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device experienced an etco2 test failure. There was no patient involvement.